Event description:
It was reported during use the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had tube push off nonpatient end needle. This event occurred 500 times. The following information was provided by the initial reporter: "first tube gets pushed back from signal needle non patient end. Only first tube¿.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-20. H6: investigation summary bd received 2 samples from the customer for investigation. All samples were evaluated by visual examination and the indicated failure mode for push off with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had tube push off nonpatient end needle. This event occurred 500 times. The following information was provided by the initial reporter: "first tube gets pushed back from signal needle non patient end. Only first tube¿.